Event description:
The customer reported the device shuts itself on and off. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The failure analysis determined that the device powered on and off due to an electrically shorted component on the circuit board.